Event description:
The dentist reported that after being hospitalized for the treatment of a brain infection/abscess, the patient's neurosurgeon requested that this implant be removed as a potential source if the infection. There was severe bone loss, although the implant 's osseointegration was clinically stable. The frontal, sphenoid, ethmoid and maxillary sinuses were evaluated and found to be within normal limits. The osseous structures of the maxillofacial region were reviewed and evaluated for bilateral symmetry, configuration, cortical outline, medullary space, and patent sinuses/airways. All appeared within normal limits. The osseous structures of the temporomandibular joints were evaluated and found to be within normal limits. The patient has been in the hospital for the last month just being discharged 3 days ago for rehabilitation. The implant was removed and the patient was released back to the neurosurgeon to continue hospital treatment.

Manufacturer narrative:
Upon visual inspection, there was evidence of dried blood on the implant. There were signs of general usage, but no other damage was noted. The device history record from this lot has been reviewed and no non-conformity related to this issue was found. All processes were executed according to the parameters established in the current procedures and all inspections performed were inside specification limits. Irradiation certificate has been reviewed and no non-conformities were found. A review of the manufacturing information for the lot subject of this event did not identify any deviations that would cause or contribute to the complaint. The product material was confirmed as the correct grade of titanium. There have been no additional complaints involving infection reported against the subject lot. A definitive root cause has not been determined. Clinical evaluation: the facts below do not suggest the implant caused or contributed to the infection: the implant was placed in april 2014 and the infection/abscess did not present until nearly a year after initial placement of the implant. As such, the timeline does not suggest the implant placement contributed to the infection. The implant was placed at site #19 in the mandible. There is no nerve pathway from the mandible to the brain which would facilitate the spread of an infection originating at the implant site. (B)(4).